Manufacturer narrative:
(B) (4): physio observed that battery 2, bt2, of the internal hlc battery from the analog pcb assembly was depleted to 0 volts. Further extensive device testing at the failure analysis center was unable to determine the cause for the reported/observed failure. A replacement device was provided to the customer.

Event description:
It was reported that the device illuminated the alert and charge pak (internal battery charger) icons. Physio- control evaluated the device and observed that it would not power on due to a depleted internal hlc battery. There was no pt use associated with the event.